Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit displayed message "sensor module failure". The unit was swapped out to continue therapy, there was no harm reported to the patient.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. It is observed that there is no further information regarding the service, the complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No repair information.